Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that lead was capped due to pacing not delivered when required. Oversensing, noise, high thresholds, and high impedance were also reported. New rv lead placed. Generator change performed at same time. No adverse patient events.